Manufacturer narrative:
(B)(4). This is a report of a use error, where a nurse swapped an empty heater bag with a new solution bag. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused single-use supplies during peritoneal dialysis therapy. During troubleshooting, it was determined that the nurse had swapped an empty heater bag with a new solution bag. The technical service representative assisted with ending therapy and reviewed proper procedures with the nurse. The nurse stated that the patient would complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.